Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient has no access to sound with the cochlear implant system. The patient was re-implanted on (B)(6) 2015.

Event description:
The patient has no access to sound with the cochlear implant system.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.